Event description:
It was reported that 9600 system cross arm lock is weak and the steering is misaligned. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cross are brake kit was installed. The steering was aligned during the svc call. The system was tested and found to be working as intended and put back into svc.